Event description:
It was reported that during implantation, a loose sliver of an object was retrieved. The surgeon remarked that this was adhered to the articular surface, and had to be removed from the surgical site with the use of an artery forceps. It was remarked by the surgical team that this could have been part of the articular surface (as a manufacturing defect), and may not have been part of the cement used. The cement used during the surgery was either palacos mv or smartset ghv. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). Report source: foreign - (B)(6). The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6; h10. The product was not returned for evaluation. Visual evaluation of the debris returned found the debris fragment to be visually consistent with the packaging foam insert used during manufacturing. The device history record was reviewed and no discrepancies relevant to the reported event were found. The condition of the device when it left zimmer biomet is conforming to specification. The root cause of the reported event can be attributed to transit damage. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product was not returned for evaluation. Visual evaluation of the debris returned found the debris fragment to be visually consistent with the packaging foam insert used during manufacturing. However, as the debris was found after the sterile packaging was opened, the origin of the debris cannot be confirmed or conclusively linked to the manufacturing process or transit damage. The DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause or condition of the device when it left zimmer biomet cannot be determined, as the product was opened during surgery. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.